Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event of a blurry image occurred due to imaging unit failure, and foreign material was also present inside the nozzle. However, a definitive root cause for these issues could not be identified. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope had foreign material inside the nozzle and produced blurred images. There was no patient involvement.